Event description:
It was reported that software measurement issues and a dissection occurred. An ilab 3.0 ultrasound imaging system was used to perform diagnostic imaging for an in-stent restenosis lesion located in the mid right coronary artery (rca). During pullback, the software measured the lesion inaccurately making it appear to be double the actual length. This led the physician to select a balloon that was too long when performing pre-dilation causing a type b ¿ c dissection. The dissection was treated using poba with this same balloon for approximately four minutes inflation time. The procedure was completed with no further patient complications reported and the patient is in stable condition.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).